Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. Found during evaluation at bd service facility: there are dark areas on the right side of the image. The root cause was an internal failure of the probe.

Event description:
Found during evaluation at the bd service facility: there are dark areas on the right side of the image.